Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a sensor failure alarm. Troubleshooting did not resolve the issue. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extracorporeal and extender tubing were returned attached. The catheter tubing was observed to be flattened at approximately 30.7 cm from the iab tip. Five kinks were located along the catheter tubing and inner lumen at a range of approximately 35.6 to 76.2 cm from the iab tip. Additionally, the optical fiber was found to be broken at 2 different locations within the membrane at approximately 7.4 cm and 23.6 cm from the iab tip. No other defects were observed. An underwater leak test of the balloon, catheter, inner lumen, y-fitting, extracorporeal, and extender tubing was performed. No leaks were found. The technician then attempted to insert a laboratory 0.025¿ guide wire through the inner lumen of the returned iab and found the inner lumen was occluded. The inner lumen was unable to be cleared. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a sensor failure alarm. Troubleshooting did not resolve the issue. There was no reported injury to the patient.